Event description:
General report received of an unspecified number of undocumented incidents of air in the tubing distal to the air eliminating filter. On unspecified dates, the tubing sets were being used to deliver unspecified medications, at unspecified rates, via gemstar pumps. It was reported that after unspecified lengths of time, unspecified numbers of air bubbles were noted distal to the distal y-site of the tubing sets. The customer contact reported that the air bubbles were being generated at an unspecified location at the distal y-site of the tubing sets. It was reported the air bubbles were either removed from the tubing sets or the tubing sets were replaced and the therapies were resumed. No air was delivered to the patients. There were no reported adverse patient effects and no reported delays in therapies critical to these patients. No medical interventions were required. Though requested, no additional information was provided.

Manufacturer narrative:
The customer contact indicated that the devices were discarded. A representative device from the same lot was received. Investigation is not complete. This report represents all the information known by the reporter upon query by hospira personnel.